Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip nt was selected. After grasping and establishing the final arm angle, lock line procedure was started. However, lock line stack occurred after approximately 15 centimeters of withdrawal. Lock line on the opposite side had already been fully retracted into the device, removing from that side was not possible. Resistance was felt. Another attempt was made to remove the lock line, ensuring the clip position did not shift, but was not able to withdraw. It was decided to retrieve the device and replaced with another device. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.